Manufacturer narrative:
Other, other text: the returned emma module was evaluated. The module was able to obtain measurements with all enabled parameters and all measurements were within specification. No product performance issues related to co2 readings were identified during testing. The module was determined to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported the emmas were providing "inaccurate readings" as the emmas were "getting higher readings in comparison to their other end tidal co2 device." There was no patient impact or consequence reported.